Event description:
It was reported that the customer had several crack on the insulin pump. The customer blood glucose level was 275 mg/dl. Troubleshooting was performed but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with normal operating currents. There were no unexpected low battery alarm noted, but the pump was programmed with the current time and date. Also the insulin pump was monitored for several days and the time and date functioning properly. Finally the pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, and broken belt clip slot, missing end cap sticker, cracked display window and cracked battery tube threads.